Event description:
The customer contacted stryker to report that their device's audible prompts were in the wrong language. As a result, a user may not receive the necessary guidance to use the device to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.